Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci standard prostatectomy procedure, the cable of the maryland bipolar forceps instrument broke. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the nonconformance was a broken conductor wire. One conductor wire was found to be broken at the yaw pulley exit. The wire was found to be detached from its connection at the grip. Instrument passed electrical continuity test. The instrument was returned expired. No other damage was found. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.